Event description:
It was reported that the right atrial lead exhibited failure to sense and high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and failure to sense were confirmed. As received a partial lead was returned in two pieces. Visual examination found one external insulation abrasion at the proximal region consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.